Event description:
It was reported that the biomed had reported an event where an infusion finished 22 minutes before expected, but it was unclear what clinical unit the error had occurred on. No further information was available. No products will be returned for investigation. No patient harm reported. The issue was reported to bd associate during their site visit.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.